Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely tortuous and mildly calcified middle of right coronary artery (rca). While performing a percutaneous coronary intervention, the guidezilla device was selected and used for approximately 45 minutes; however the device was unable to cross the lesion inside the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient¿s current condition is good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination revealed a separation at the collar. Microscopic examination presented no damage or irregularities in tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).